Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) preconnect component due to a hole in the device. The reservoir was retained. No patient complications were reported.